Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 5126427. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, it can be observed that the needle is piercing through the catheter and that the product was used. It is important to note that if the product had been transfixed due to a manufacturing issue, its use would not have been possible. Based on the investigation conducted so far, a probable cause of the complaint may be related to product usability: it can be inferred that during insertion and performing a 360° rotation during venipuncture, the catheter may have been pushed forward and, upon re-cannulation, pierced during the procedure. According to the instructions for use, under ¿instructions¿, item 6: ¿hold the catheter hub (2) and rotate the body (5) 360° to release the catheter tube (1) from the needle. Reattach the catheter hub (2) firmly.¿ and item 7: ¿establish vascular access. Warning: if the needle is partially or completely withdrawn from the catheter tube (1) during insertion, do not reinsert the needle into the catheter tube (1), as damage may occur.¿ at this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. Was there any damage to the patient's health? If yes, explain in detail. There was no damage. Date of event is not clearly defined.